Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. Multiple downstream occlusion alarms were confirmed through a review of the event history log. Incoming evaluation found the downstream sensor current reading to be within the specification. The downstream pressure plate gap was found out of specification. Downstream occlusion tests wee performed with unit passing. The device was calibrated to ensure proper occlusion detection.